Event description:
Same case as MFR#: 2134265-2010-02645 it was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. Two unknown size taxus liberte stents were placed in the circumflex (cx) artery. Approximately two weeks later, the patient was transferred, intubated and in heart failure, from the implanting hospital to another facility to have a balloon pump placed. Angiography revealed stent thrombosis and total occlusion of the cx. Ivus revealed the previously placed stents were undersized for the vessel. The patient was treated with a 3.0x15mm quantum balloon and a 3.5x20mm quantum balloon. Patient's status reported as "fine".

Manufacturer narrative:
Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The results of our investigation are inconclusive because medical records and imaging were not provided for review. The cause of the embolization remains unknown.

Event description:
The 24mm amplatzer® septal occluder (aso) embolized requiring surgical removal.